Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hosp reported a pt woke up during the case. The clinician reportedly sedated the pt, replaced the anesthesia machine, and continued the case. There was no reported pt injury.